Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneursym in 1999. Aneurysm and vessel morphology are unknown. It was reported that during a routine follow up CT, it was demostrated that the yrir16115 and the yrir1685 had separated causing a type iii endoleak. In 2004 the physician implanted an yrirx1685 stent graft and successfully resolved the endoleak. No clinical sequelae were reported, and the patient is reported to be fine.